Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. It was identified that the cause for the dim screen was due to a short found on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. During the internal inspection, visual indications of dried fluid were found under the pump assembly on the bottom cover and baseplate. However, there were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A mushroom head check was also performed and it passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a screen brightness problem with their liberty select cycler. The patient indicated the problem started at some point in the middle of their treatment the night prior, but confirmed they were able to complete the treatment. During the call with ts, it was also determined that the time on the cycler was incorrect. Although the screen appeared dim, the display brightness was set to 10 and the screen blanking option was off. The patient tried rebooting the cycler, but the screen remained dim. The patient stated they could see the screen, but it was a little dark. The patient wanted help changing the time on the cycler, and the ts representative assisted with this. A replacement cycler was issued to the patient due to the display brightness problem, but the patient was told they could continue use of the device. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient had continuous ambulatory pd (capd) supplies and they were trained to perform manual pd therapy with them. Additional information was requested, however, to date a response has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the inverter board.